Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
It was reported that a patient with a 27mm 2700 valve underwent a valve-in-valve procedure after an implant duration of 7 years, 11 months due to unknown reasons. The tavr was performed with a 26mm 9750tfx transcatheter valve. The patient was stable and was transferred to recovery after the procedure.

Manufacturer narrative:
Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the valve in valve procedure is unknown, there was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The subject device was not returned evaluation since it remains implanted in the patient; therefore, the complaint cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, b7, g3, h6 (health effect - clinical code, device code, type of investigation). H11: corrected data: corrected section h6 (component code).

Event description:
It was reported that a patient with a 27mm 2700 valve underwent a valve-in-valve procedure after an implant duration of 7 years, 11 months due to severe leaflet calcification, leaflet thickening, and severe stenosis. The patient presented with heart failure, worsening exercise intolerance, and mild chest discomfort that resolves with rest. The tavr was performed with a 26mm 9750tfx transcatheter valve. The patient was stable and was transferred to recovery after the procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, h11 (additional manufacturer narrative). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years, and chronic kidney disease (ckd). The subject device was not returned evaluation since it remains implanted in the patient; therefore, the complaint cannot be confirmed. Per the instructions for use (IFU), structural valve deterioration (svd) is a known potential risk associated with bioprosthetic heart valves. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (component code, device code).